Event description:
Our affiliate is reporting to us that the surgeon, dr. (B)(6), was performing an arthroscopic 'bankart' repair with the use of panalok for fixation and an unidentified 'drill guide and drill bit'. During the procedure there were several issues; the suture of the fixation device broke away, and the surgeon observed metal debris falling into the joint space (the subject of the MDR) while using the drill bit and guide. The debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2012-00011.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
It appears the user facility was incorrect in reporting that the metal debris issue was caused by mitek arthroscopic instrumentation; the devices in question are not mitek devices, but rather devices manufactured by a (B)(4). At this point in time, no further action is warranted.